Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an ischemic cerebrovascular accident and expired.